Event description:
On 8/2/93 patient was dialyzed for the first time using a baxter dialyzer and (2) baxter blood lines. Five minutes after starting dialysis the patient's pressure dropped and respiratory apnea occurred. Patient was given 100% oxygen by ambu and 1.5 liter IV saline. Pressure returned to normal and treatment finished. On 8/4/93, five minutes into treatment, using the same model dialyzer and blood lines, the patient's pressure dropped and respiratory arrest occurred. 100% oxygen by ambu and 1 liter IV a-line was administered. Dialysis treatment was discontinued. Tentative diagnosis of eto sensitivity was made. On 8/6/93 patient was dialyzed using a toray dialyzer and (2) baxter blood lines. Ten minutes after dialysis was initiated the patient's pressure precipitiously dropped to zero and respiratory arrest occurred. Attempts were made to ventilate the patient. Cardiac arrest followed and CPR was initiated. All attempts to revive her failed. No post was completed.